Manufacturer narrative:
The initial report had incorrect reportability and MDR was created in error as it was not reportable. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were contacted their healthcare professional due to high blood glucose event. The customer's blood glucose level was 300 mg/dl which was treated with the insulin pump. The insulin pump was receiving a low reservoir alarm. The insulin pump passed the self-test. The drive support cap was normal. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.